Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: * a software investigation is in progress.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the imaging system prompted the user to re-calibrate motion upon boot-up. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts or logs were returned for evaluation.